Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead had high rv pacing impedance (greater than 1850 ohms). Shock impedance, sensing threshold, and pacing threshold remained within normal limits. Lead was capped. No adverse patient events reported. Should additional information become available, this file will be updated.